Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging an issue with her onetouch lancing device. It was noted that the lancing device ¿hurts and leaves bruises and sometimes does not get blood out.¿ the complaint was classified based on the customer service representative (csr) documentation, since the patient was unwilling to be contacted by phone for additional information. It is not known when the alleged lancing device issue began. It is not known if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine due to the alleged lancing device issue. The patient reported that on an unspecified date after the alleged issue began she developed symptom of feeling ¿shaky.¿ it is not known what treatment, if any, the patient received in response to the onset of the reported symptom. At the time of troubleshooting, the csr noted that the subject lancing device was not being used for the first time and that there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged product issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged lancing device issue began. The alleged product issue could not be ruled out as a cause or contributor to the event.